Event description:
The inflow conduit was prepared with coseal on the outside of it and underneath the white rubber part. Once the device was filled with saline there was a lot of leaking at the white rubber area where the coseal was. A new inflow conduit was used with no leakage and the coseal was tested prior to putting it on the device.